Manufacturer narrative:
Had several injections of poly-l-lactic acid. Device qc performed. This case is reportable.

Event description:
Initial info reported by a physician to a sales rep on 11-nov-2009: a female received an unk amount of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] for treatment to her face beginning in 2006. She received injectable poly-l-lactic acid more than once within a year. She received her last injectable poly-l-lactic acid treatment in 2008. She developed bumps which were latent onset. The physician stated that the bumps just started coming out, so he treated her with injectable steroids triamcinolone (kenalog) and then later with oral prednisone. The physician then reported that the bumps did come down after the steroids were given but since he could not keep the pt on steroids for an indefinite amount of time, she experienced a flare-up after the steroids were discontinued. He also mentioned that the first steroids that were given to her gave her an upset stomach and the bumps flared up again. He advised that he did not know of any previous underlining conditions with the pt before starting her treatment in 2006. At the time of this report, the event remained ongoing. Medical history and concomitant medications were not provided. No further relevant info reported.